Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a sigmoid resection a spacemaker balloon broke. It was also reported that the physician did not do anything differently to cause malfunction. No patient harm or adverse event occurred to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one oval balloon dissector opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a sigmoid resection surgery the balloon broke. Upon initial inspection, the dissector balloon was separated from the cannula; it appears to have been cut. Due to the observed damage, the dissector balloon would not inflate. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged balloon, the reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use.